Event description:
During withdrawal of scope for a routine colonoscopy the suction did not work very well. When suction button was attempted to be removed it would not come off. Hemostats were used for better grip and additional force was needed to removed it. Immediately after removal, it was noticed the center piece of button broke off and remained attached to scope. Procedure was completed using bypass suction device.